Event description:
During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farastar catheter connection cable presented an issue. When the package was opened, it was observed a shiny, glue-like substance adhered to the cable. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farastar catheter connection cable presented an issue. When the package was opened, it was observed a shiny, glue-like substance adhered to the cable. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. Upon device return and inspection, the reported shiny, glue-like substance was observed on the cable. Based on the performed analytical testing, the first fiber foreign material (fm) is consistent with keratin. The suspected adhesive fm is consistent with polypropylene glycol, and the second fiber fm is consistent with a cellulosic material. The 'quality control deficiency' conclusion code was selected based on analysis of the returned device.